Event description:
The distributor reported that the pt was hospitalized for elevated blood glucose levels, dka, cardiac arrest, and coma.

Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pup history indicated that the pump emitted an empty cartridge alarm, after which pump insulin delivery was manually suspended by the user. The history also indicated that insulin delivery was not resumed. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy, and the pump was confirmed to properly emit both visual and audible alarm notifications.